Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. The blood glucose reading was 486 mg/dl at the time of hospitalization. Caller stated that the customer had stomach virus prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.